Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The aware date should be 31-jan-2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, the foreign material on the surface of the objective lens turned out to be silicic acid type and organic silicone from chemicals, and cellulose fibers (such as cellulose wipes and masks), however, root cause of the remaining foreign material could not be specify. The event can be detected/prevented by following the instructions for use: the instruction manual reprocessing manual¿ chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories¿ describes the methods for cleaning. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
E1 continued: (B)(6) . The device was returned, and the evaluation found that due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play upward/downward knob was out of the standard value. Bending section cover had a scratch. Adhesive on bending section cover had a chip. Adhesive on bending section cover had a crack. Due to clogging of nozzle, water removal ability did not meet the standard value. Upward/downward knob had a scratch. Free-engage knob had a scratch. Forceps elevator lever had a scratch. Adhesive around objective lens was peeled. Adhesive around lightguide lens was peeled. Plastic distal end cover had a scratch. Connecting tube had a scratch. Due to wear of forceps elevator lever, upward/downward knob could not be locked securely. Objective lens had discoloration. Scope connector cover unit had a scratch. Scope connector had a scratch. Protector of universal cord of scope connector side had a scratch. Universal cord had a scratch. Image guide protector had a scratch. Grip had a scratch. Scope cover had a scratch. Switch box had a scratch. Switch 2 had a scratch. Right/left knob had a scratch. Control unit had a scratch. Control unit had discoloration. Should additional relevant information become available, a supplemental report will be submitted.